Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited capture issues. Programming changes were made to correct this issue. After the programming lv inhibition was noted and there was lv pacing only 18 percent. Technical services (ts) discussed this appears to be farfield p-wave oversensing on lv lead. Subsequently, it was noted the lv lead appeared to have dislodged and an x-ray would be performed to determine the leads position. No adverse patient effects were reported. Additional information indicated a dislodgement was confirmed by x-ray and a lead revision procedure was scheduled for the near future.

Event description:
Additional information indicated this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.